Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test on (B)(6) 2026. The consumer indicated that they had covid symptoms and that the test presented with a control line and no sample line indicating a negative result. No additional information was able to be obtained as the consumer ended the call and has been unresponsive to requests for further information.